Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker experienced two sudden syncopal episodes around the time multiple successive atrial tachy response (atr) episodes were recorded to their device. Review of the episodes was requested to determine any possible connection to the patient's syncope however the necessary files were not retained from the patient's follow-up and will be provided following their next clinic visit. Boston scientific technical services (ts) discussed programming considerations with the health care professional (hcp); device settings were adjusted accordingly. No additional adverse patient effects were reported. This system remains in service.